Event description:
It was reported the patient's blood glucose levels rose to 378 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, no treatment information was not provided. The pod generated a alarm.

Manufacturer narrative:
The device data returned a hazard alarm, indicating that an occlusion during runtime occurred. Inspection of the drive mechanism components found no damages or deficiencies that would result in an occlusion alarm. No blockages or occlusions were found in the fluid path. The device did not generate any unexpected sound during investigation. It is an expected behavior that the device generates an audible sound in conjunction with a hazard alarm to alert the user. The exact cause of the occlusion hazard alarm could not be determined. Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. Inspection of the patient history buffer file found the automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.